Manufacturer narrative:
The ge oec service representative investigated the issue and found a defective foot switch caused the malfunction. The foot switch was replaced. The system was tested, and operates as intended. The system was released to the customer for use. There was no reported injury or negative effect to any pt as a result of this malfunction. The facility was unable or would not provide any pt info with respect to this issue.

Event description:
The ge oec 9800 fluoroscopy system had a failure of the cine function during a procedure. A system reboot did not restored functionality.